Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The hcp reported that the battery was dead and the device wasn¿t active because it didn¿t do anything. Additional information was received from the patient on 2017-08-09. The patient reported that her device had been turned off for 2.5 years so she just let it wear out because it wasn¿t working. The patient reported that they wanted to take an MRI of the hip, back and pelvis and they needed someone to come out and check the device and make sure it was turned off so it was safe to do an MRI. The patient also reported that she stopped using her ins because it was not effective for her in the past couple of years. No further complications were reported.